Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that during an initial reverse shoulder arthroplasty on (B)(6) 2016, the post on the humeral tray trial fractured off into the trial stem. The fractured piece was removed and the procedure was completed without delay.